Manufacturer narrative:
Device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device repeated the primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found a crack on the right plunger case. There was no evidence of the error recorded in the event history log (unable to download). The reported problem was not duplicated during testing. The investigation was unable to determine the intermittent of the error as no physical or any other damage was found with the speaker. It was recommended that the speaker be replaced as a preventative measure. No fault was found with the device. The root cause was undetermined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation, corrected data: correction: d4: model number: 4000.